Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a revision to the device pocket performed and could not communicate with the device using the pt programmer. It was noted that the physician implanted the neurostimulator a little deeper in the pt as it was too superficial. Further info was requested from the healthcare professional.